Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown baxter secondary extension set experienced a connection issue. The connection issue was further described as the set "not opening/partially opening the needless connector upstream with a non-baxter primary administration set." As a result, there was not a clear path/flow of solution through the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.